Manufacturer narrative:
Additional narrative: additional procode: hxx, hwe. Reporter is (B)(6). Investigation summary: service and repair evaluation: the customer reported the hand piece for battery powered driver (product code: 05.000.008 and lot number: 005340) does not work. The repair technician reported the device did not run in reverse, forward, fast forward was running after releasing the button and then stopped working, there was crack on the contact plate and dirty membrane vent. The cause of the issue is damaged component. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 05.000.008, synthes lot # 005340, supplier lot # n/a . Release to warehouse date: 08 sep 2017. Manufactured by: synthes (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver did not work. It is unknown when the issue was discovered. Patient and procedure involvement are unknown. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).